Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device name and initial reporter are unknown. No product information has been provided to date.

Event description:
It was reported that the pumps beep downstream occlusion. The pumps still deliver but occasionally the pumps will say flow too low and stop delivery. No patient injury was reported.